Event description:
The reporter stated, the surgeon attempted to insert a competitor's lens and the haptic was torn in the cartridge. There was no pt contact. The reporter stated, the cause of the torn haptic was due to the cartridge.

Manufacturer narrative:
Evaluation: a cartridge lot number search was performed and one similar complaint found. An injector lot number search was performed.